Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient originally underwent a 1 level acdf (anterior cervical discectomy and fusion) on an unknown date using a cervical plate system. It is reported that an elective revision, c4 corpectomy and c3-c5 fusion, was performed because further degenerative changes were evident at adjacent levels and the patient failed to fuse. According to the report, the patient had "poor bone quality" secondary to obesity. No further information was reported.